Event description:
The manufacturer received information alleging a patient with a remstar pro series c-flex CPAP device has passed away. There was no allegation that the device caused or contributed to the death. Additional information has been requested regarding the details of the reported death. The reporter did not provide a date of death. The reporter has requested a return label. The device has not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information alleging a patient with a remstar pro series c-flex CPAP device has passed away. There was no allegation that the device caused or contributed to the death. Additional information has been requested regarding the details of the reported death. The reporter did not provide a date of death. The reporter has requested a return label. The device has not returned to manufacturer. Section box h: evaluation method code grid (1), evaluation results code grid (1), conclusion code grid (1), remedial action init (rfb), recall (z) number (rfb), additional narrative (rfb) has been updated/corrected.